Event description:
The customer reported a false not detected result for the flu a target on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was tested twice (on (B)(6) 2024) on the alinity m and gave not detected results. An influenza antibody test was positive and respiratory filmarray (biomerieux) was positive for flu a as well. The customer expected the result to be positive. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.